Manufacturer narrative:
A ge rep performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an "invalid signal input" error message and would not boot up. There is no report of pt injury.